Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the event was not reported. On the same day as the initial symptom onset, the patient was hospitalized. The patient was treated with unspecified antibiotic (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.